Event description:
It was reported that the customer reported the system controller displayed backup battery fault alarm instead of install emergency backup battery while the backup battery was not installed. The patient had a pump replacement on (B)(6) 2025 (captured under MFR #2916596-2025-00731) where the ebb was likely removed. It appeared it was not replaced at that time.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate ii system controller (serial number: (B)(6)) displaying ¿backup battery fault¿ was able to be confirmed by review of the submitted photos; however, this was determined to be an expected feature of the system. The submitted photos and the submitted log file indicated that the backup battery was not installed in this controller, and a backup battery not installed alarm was active. The submitted photo of the system controller shows that the user had navigated to the fifth screen of the user display. Per the heartmate ii left ventricular assist system (lvas) instructions for use (IFU), this screen indicates the charge status of the backup battery. The three status options for this screen are ¿charged¿, ¿charging¿, and ¿fault¿. Due to the battery being uninstalled, this screen will display as ¿fault¿. The heartmate ii lvas IFU also explains how the backup battery not installed alarm will present on the system controller upon activation of a backup battery not installed alarm. The system controller was returned for testing and passed all functional tests. The controller was able to support a mock circulatory loop for an extended duration without issues. The submitted and downloaded log files did not indicate an issue with the system controller. The reported event could not be correlated to an issue with the heartmate ii system controller. Incidental findings: superficial jacket damage to both power cables as well as damage to both strain reliefs. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate ii left ventricular assist system (lvas) instructions for use with heartmate touch is currently available. Section 2 of the heartmate ii left ventricular assist system (lvas) instructions for use with heartmate touch describes the system controller backup battery power. Table 2.3 shows the display sequence of the system controller. After pressing the display button 5 times, the charge status of the backup battery is displayed. This charge status will either display as ¿charged¿, ¿charging¿, or ¿fault¿. Section 7 of the heartmate ii left ventricular assist system (lvas) instructions for use with heartmate touch describes how different alarms will present on the system controller. A backup battery not installed alarm condition causes the system controller screen to alternate between a battery not installed graphic and a ¿call hospital contact¿ screen. A yellow wrench alarm also activates during this condition. The heartmate touch app will also show a backup battery not installed alarm. The IFU, section 8, entitled ¿equipment storage and care, provides instructions on how to care for, maintain, and store the equipment for proper use, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.